Manufacturer narrative:
The device was not returned to hmag. The log files were reviewed. According to the log files, ventilation continued uninterrupted during the incident. During the panel failure, the screen was black, but ventilation continued. What led to the panel failure cannot be determined from the event log. However as a precaution, the vu to ip cable was replaced, then the device was completely checked, tsw passed, test run passed. Everything without abnormalities. Device has been released. Patient was not harmed. Based on the given information, we cannot establish the root cause of the reported incident. This file reports the events stated in hamilton medical ag case number cer (B)(4).

Event description:
The following was reported to the hmag: according to the user, the ventilator "shut down" during ventilation and no ventilation took place. Furthermore, a restart should not have been possible. With the technician on site, no error can be found.